Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion with acute bend was located in the severely calcified left circumflex artery. A 12x2.75mm promus premier select drug-eluting stent was advanced for treatment. However, while tracking down the lesion, it was noted that the stent was damaged. Furthermore, due to the acute bend and severe calcification of the vessel, the stent was unable to track down the lesion. The device was removed and the procedure wa completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. B5 - describe event or problem updated. F10 - patient codes updated.

Event description:
It was reported that stent damage occurred. The target lesion with acute bend was located in the severely calcified left circumflex artery. A 12x2.75mm promus premier select drug-eluting stent was advanced for treatment. However, while tracking down the lesion, it was noted that the stent was damaged. Furthermore, due to the acute bend and severe calcification of the vessel, the stent was unable to track down the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported. It was further reported that the 70% stenosed target lesion was moderately tortuous. The procedure was completed with another of the same device and the patient status was stable.

Manufacturer narrative:
Device evaluation by MFR.: p select ous mr 12 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 200mm distal to the distal end of strain relief, as well as multiple kinks located along the length of the shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion with acute bend was located in the severely calcified left circumflex artery. A 12x2.75mm promus premier select drug-eluting stent was advanced for treatment. However, while tracking down the lesion, it was noted that the stent was damaged. Furthermore, due to the acute bend and severe calcification of the vessel, the stent was unable to track down the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported. It was further reported that the 70% stenosed target lesion was moderately tortuous. The procedure was completed with another of the same device and the patient status was stable.